Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this system presented with a distal electrode exposure, and a suspected infection. The physician elected to surgically intervene; cleaning and reposition the electrode tip. The device and electrode remain implanted and in service with no further complications.